Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary the user returned the actual complaint device (batch 0805c02, manufactured may 2008) for investigation. The customer complaint of missing segments was not observed during the detailed investigation, however, internal analysis found liquid ingress damage and a cracked cable that is consistent with the customer's complaint of missing segments in the display. The liquid ingress resulted in rust, residue and corrosion throughout the device's assemblies. The liquid that caused the malfunction is unknown. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. When the device is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' The investigation also determined that the liquid ingress caused reset mode errors and failure of the power button. Corrective action, cracked lcd cable-a corrective action was implemented(B)(4) improve detection of missing segments. In addition, a corrective action has been initiated to replace the existing memoir lcd cable (B)(4). Corrective action, moisture/liquid ingress a corrective action to redesign the flexible circuit board to improve the protection of electronic components against moisture ingress has been initiated. (B)(4). Improper use and storage -the type of liquid is unknown. Therefore, the malfunction cannot be attributed to improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir digits were not complete. The numbers such as four and six were not complete. The humapen memoir was associated with product complaint (B)(4) lot 0805c02. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided. Update (B)(4) 2011: additional information was received on (B)(4) 2011 (B)(4). Lot number unknown was corrected to 0805c02. Updated product tab for humapen memoir and updated the narrative with the change.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir digits were not complete. The numbers such as four and six were not complete. The humapen memoir was associated with product complaint (B)(4). The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2011. Update (B)(4) 2011: additional information was received on (B)(4) 2011 from the product complaint safety database. Lot number unknown was corrected to 0805c02. Updated product tab for humapen memoir and updated the narrative with the change. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summary; added the return date for the device; updated.